Event description:
It was reported by the user site that on (B)(6) 2024, during use of an insight 2 mini c-arm, the adjustment lever of the c-arm unexpectedly collapsed while the physician was positioning the device over the patient¿s leg and foot. The user site reported that when the physician attempted to adjust the c-arm using the lever, the c-arm collapsed, with one end striking the patient¿s shin and the other end impacting the site of the patient¿s existing foot injury. The user site reported that the patient screamed in pain, recoiled, and leaned over the bed. It was reported that the patient was sent to a radiology department for imaging. While in the waiting room, it was reported by the user site that the patient exhibited swelling, bruising, and a small superficial abrasion on the shin. The user site reported that the patient received a below-knee cast and was diagnosed by the physician with complex regional pain syndrome. The user site reported that the physician also noted that the patient did not have a dorsalis pedis pulse in the affected foot. No further information is currently available.

Manufacturer narrative:
H3 other text: device evaluation anticipated, but not yet begun.